Event description:
It was reported that a "double beep with cassette" occurred. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 24-aug-2022 via email and attached to complaint object: this issue happened while testing and the date is unknown. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression; the tamper seal was missing. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. The investigation found fluid ingression on the downstream sensor which caused double beep - cassette attached. It was recommended that the downstream occlusion sensor be replaced as corrective action. The root cause was unknown. The product is 14 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).